Event description:
The following is based on medical records provided by the pt's attorney: (B)(6) 2002 - pt underwent repair of right lower quadrant incisional hernia with implant of composix kugel mesh. On (B)(6) 2006 - pt underwent repair of an incarcerated ventral hernia. Composix kugel mesh was explanted. One hernia sac was right of midline. Two other hernias were superior to initial hernia. Extensive small bowel adhesions were found through multiple hernias, and the adhesions were lysed. Notes indicate "there was a portion of the ileum where an old plastic-type of abdominal wall mesh (ck) had completely incorporated a section of ileum. Despite careful dissection, I could not remove this free-floating piece of mesh from the ileum. A small bowel resection was performed." One serosal tear was repaired with sutures. A non-bard mesh was implanted.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae 2008-004. Subsequently, davol has received additional event info indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the additional info received. Based on the info provided, no definitive conclusions can be made, the pt has multiple co-morbidities including obesity, diabetes and multiple abdominal surgeries. The non-bard mesh implanted (B)(6) 2001, was not mentioned in either procedure. The info provided indicates that the pt developed and was treated for recurrence and adhesions, which are known adverse events listed in the IFU. A manufacturing review was performed, and found no evidence of a manufacturing related cause for the alleged event. There is no medication of defective mesh, and no product has been returned. If any additional info is obtained, a follow-up MDR will be submitted.